Manufacturer narrative:
The devices associated with this report was not returned. Provided x-rays found the stem appears to be oversized causing the patients pain. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient experiencing ongoing pain.